Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's lead wire had eroded through the patient's scalp following implant. The patient's health care provider reclosed the wound. No patient symptoms were reported. The patient recovered without sequela.